Event description:
Reporter indicated that the pt underwent generator explant due to infection. It was also reported that the infection has not yet resolved. The pt has been referred to an infectious disease physician because the pt has been developinhg sores on their arms and legs. Epileptologist is unsure if there is any underlying medical condition that is causing the infections.